Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was opened and when the device was fired there were no clips present. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged feeder shoe. H3: evaluation summary: the analysis results confirmed that the device was returned for analysis in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. However, the instrument did not locked out as intended and one clip remained on the device. The device was disassembled to examine the condition of the internal components and the feeder shoe drive tab was noted to be damaged. No conclusion could be reached as to how the feeder shoe became bent, causing the clips to become stuck. A batch record review was performed and no anomalies were found during the manufacturing process.